Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, all lead measurements were appropriate through the pacing system analyzer. When connected to the new device, the right atrial (ra) lead showed loss of capture and high impedance measurements. As a loose connection was suspected, the ra lead was reconnected, but the issue did not resolve. The ra lead was tested through the pacing system analyzer and all measurements were appropriate. The physician indicated the screw hole of the atrial port was abnormally loose. The physician suspected the clinical observations were a result of the loose port. As a result, the device was explanted and replaced. The new device was connected to the ra lead and yielded loss of capture and high impedance measurements. Boston scientific technical services (ts) indicated the pacing polarity of the ra lead was bipolar instead of unipolar. When the pacing polarity was programmed to unipolar, all ra lead measurements were appropriate. No adverse patient effects were reported.